Event description:
Per the clinic, the patient developed an infection at the abutment site (specific date not reported). The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.